Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. The attachment device was evaluated and the reported condition of black oil coming out of the device was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device was found to not secure/lock attachment. An assessment was performed and it was found that the device failed tool coupling test, will not lock/secure attachments, and failed free moving test, will not rotate, seized. It was further observed that there was an unknown black oily substance on internal components, and corrosion on the internal components. It was determined that the assignable root cause of this condition was determined to be due to improper cleaning and maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
This is report 1 of 2 for the same event it was reported that during a surgical procedure on the back of a canine, it was observed that black oil was coming out of two attachment devices. It was reported that the black oil did fall into the patient but was extensively flushed out. There was no human patient involvement as the device was used in a veterinary procedure. It was reported that there was a delay in the procedure due to the event; however the length of delay was unknown. It was reported that an unspecified spare nitrogen device was available and the procedure was successfully completed. There was no human patient involvement as the device was used in a veterinary procedure. It was reported the canine is recovering as expected. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.